Event description:
It was reported to boston scientific corporation that a wallstent biliary stent w/unistep plus was used during a biliary metal stenting procedure on (B)(6) 2009. According to the complainant, the stent would not deploy. The procedure was completed with another wallstent biliary stent w/unistep plus. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable. This event has been deemed a reportable event based on the investigation results; stent damage.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted and the distal end of the shaft was slightly curved. During analysis it was possible to partially deploy the stent. It was noted that the distal stent wires were kinked. Following a device analysis it was noted that the condition of the returned unit could potentially be related to the complaint incident that the stent would not deploy. Based on the results of the evaluation conducted and the details of the complaint, the most probable root cause is operational context due to anatomical / procedural factors encountered during the procedure where the performance was limited. A labeling review identified that the device was used per the bare biliary directions for use (dfu). A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. At the time of this investigation, it was noted that there have been no other complaints reported relating to this defect for this particular batch. (B)(4).